Event description:
It has been reported to philips that the c-arm was unable to rotate. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was aborted and later completed by using another system. A philips remote service engineer (rse) analyzed the log files remotely and identified a geometry application error related to advanced motion control (amc) drive. The rse instructed the customer to reboot the system, however the issue was not resolved. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. To resolve the issue, the fse replaced the amc drive. The system was returned to use in good working order and ready for clinical use. The amc drive was returned for further analysis. Functional testing revealed that the power leds were off, indicating an electrical defect. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment/non-emergency treatment at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) reviewed the logfile and identified geometry application error: amc [drive=clea_ceil_carc_box] drive internal hardware error. A field service engineer (fse) visited onsite and confirmed the reported problem. The fse replaced the advanced motion control (amc) triple servo drive hp-lp-lp to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.